Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, and h6. Corrected data: d9 the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and as a result of reviewing information on reprocessing steps provided by the customer, showed no obvious deviation from information for use (IFU) was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination, a presence of biofilm was discovered. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.